Manufacturer narrative:
(B)(4).

Event description:
It was reported that after several years of good functioning, the pt lost effective therapy. The pt met with their physician and high impedances (>4000 ohms) were measured. X-rays showed that the extensions were both torn at the level of the head and twisted several times at the level of the neurostimulator pocket site. It was also noted that the neurostimulator was flipped upside down and had shifted downwards a "few" centimeters (from the original subclavicular pocket site down towards the breast). The physician then replaced both extensions while keeping in place the original neurostimulator and leads. The pt was reported as doing well.